Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that 1 year post an rx wallstent permalume 10mm x 40mm stent placed in the distal common bile duct (cbd), the patient underwent a planned endoscopic retrograde cholangiopancreatoscopy procedure (ercp) with stent removal for stricture revision. It was noted that no complications had occurred during the initial stent placement procedure. Upon removal, hyperplasia was noted at the distal end of the stent. The event was mild, not serious, and definitely related to the device. Unspecified technical difficulties were also noted during stent removal and the stent fractured with remnant fibers remaining inside the patient. Following stent removal, a pancreatic stone extraction was performed by unspecified means. The patient's hyperplasia was noted as "ongoing".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the complaints reported for this product family found a neutral trend for the period of 2008.